Event description:
The customer reported via phone call that they were hospitalized due to low and high blood glucose level. Date of hospitalization was unknown. It was unknown that auto mode feature was active at the time of incident. Customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.